Event description:
Customer stated 'pico worked really well thank you- interesting though he did have a reaction to the outer sealing dressing'. The photo provided showed redness and skin irritation (raised red and skin stripped) surrounding the border of the dressing and then deleted from my computer. Customer has stated that it was the outer sealing tape not the actual silicone border that has caused the skin irritation. The dressing is not available for review. In order to correct this incident a medical intervention was required. The area was cleansed with chlorhexidine and left uncovered.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that a medical intervention was not required to address the event, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable incident. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.